Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 304-583 mg/dl. The pump supplies were changed and a bolus via the pump was delivered to address the bg level. Currently the bg was 139 mg/dl. The customer was not sure what caused the high bg; however, suspected it might have been due to a bent cannula. As the pump supplies had been changed, troubleshooting to confirm the cannula was bent could not be performed.